Event description:
It was reported that 2 hours into treatment with a polyflux 140 h, an external dialysate leak from the header on the arterial side was observed. No alarm was triggered. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h10. The device and two photographs were received for evaluation. Visual inspection of the provided pictures shows the product after treatment. Both pictures show the header area visible with a circled marked section on the header showing an increased weld outflow; however, this is not the cause of the crack in the welding seam. Visual inspection by naked eye shows the product wet. A leak test of the dialysate side was performed, and a leak was found. The reported condition of leak was verified. The cause of the leak was due to a crack in the welding seam. The cause of the crack could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.